Event description:
The surgeon had used 2 gii anchors in a pt in 2005 and at this point in time the pt was experiencing a reaction, pain and swelling. The surgeon is attributing the reaction to the devices. He was seeking information on what was the methodology in removing the devices from the pt. He was not given any advise at this point and his inquiry was forwarded to the respective depuy mitek agent. The agent was notified by mitek and asked to supply further detailed information after his interview with the surgeon caller.

Event description:
The surgeon called that he had used 2 gii anchors in a pt in 2005 and at this point in time the pt was experiencing a reaction, pain and swelling. The surgeon is attributing the reaction to the devices. He was seeking information on what was the methodology in removing the devices from the pt. He was not given any advise at this point and their inquiry was forwarded to the respective depuy mitek agent, the agent was notified by mitek and asked to supply further detailed informtion after their interview with the surgeon caller.